Manufacturer narrative:
Root cause: lumenis service determined that there was foreign material on the sapphire tip, which can cause burns. There was also foreign material on the energy meter glass which had affected the energy output. The service depot cleaned the sapphire tip and energy meter glass and recalibrated the system. Lumenis sent the customer a copy of the february 2006 lightsheer letter and will recommend additional training to address proper device maintenance.

Event description:
Two patients and one staff member had burns following lightsheer hair removal treatments. All three individuals have applied hydroquinone bleaching cream for the resulting pigment change (hypopigmentation).